Event description:
Report received from USA stating that the device was overheating. It is known that the event did not occur during surgery. It is known that there was no patient or user injury. However, it is unknown if there was medical intervention reported related to this occurrence. No additional information is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).